Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during locking of the dilator, the dilator broke/separated. No patient injury. No intervention required.

Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer alleges that during locking of the dilator, the dilator broke/separated. No patient injury. No intervention required.